Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump was recommending higher than normal insulin bolus amounts. The patient stated the pump was recommending double-digit amounts of insulin and doses that high are normally not required. The patient alleged that this had started happening with the use of the current loaner pump. The patient stated that on the morning of (B)(6) 2012, her blood glucose (bg) was elevated. The patient was not able to recall the measurement however. The patient reported entering the bg level into the pump and the pump recommended that she administer 31.50 units of insulin to correct for the elevated bg. The patient stated that she was not comfortable administering that amount of insulin, so she administered only half that amount which then resulted in the patient experiencing low bg (measurement not provided) requiring assistance from her husband. The patient reported that her husband administered an injection of glucagon. The patient stated she believed her bgs ranged in the 200 mg/dl level after the incident. On review of the pump by customer support, the patient verified the programmed basal rates are correct with the doctor's recommendations. On review of the bolus settings, the patient admitted that her insulin sensitivity factor (isf) should have been set at 1:45 mg/dl, but was set at 1:12 mg/dl. Customer support determined that the patient was receiving four times the amount of insulin needed for correction due to that programming error. The patient corrected the isf setting in the pump and stated that she would call the doctor's office to confirm the setting was correct. Customer support determined there was no malfunction issue with the insulin pump. This complaint is being reported because the patient experienced low bg that required treatment by another as a result of the patient improperly programming the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect was found. Unable to duplicate the complaint of the pump recommending inaccurate bolus amounts during the investigation. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. There are no errors or alarms related to the complaint in the black box or alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. Performed an ezbg bolus with actual bg's set to 150mg/dl.